Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when they leaned over "it would be like a baby jumping". The patient indicated there was some reprogramming conducted and one of their leads was turned off. The lv lead was inactivated. No further patient complications have been reported as a result of this event.